Event description:
Boston scientific received information that during a non-cardiac related surgical procedure, pacing was inhibited on this right venticular lead due to electrocautery use with magnet application, which led to greater than 2 seconds of asystole. It was noted that the device was not programmed to electrocautery mode during the procedure. The non-cardiac procedure was canceled and will be scheduled at a later date. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.